Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms. The unit had a motor error alarm during the basic occlusion test and the unit was unable to prime at 4.0 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor passed the motor test. All of the buttons functioned properly and no moisture damage was on the keypad traces, electronic assembly, or motor. The following physical damage was noted: cracked casing at a display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer fell into the swimming pool while wearing the insulin pump. The customer blow-dried the insulin pump and the device resumed normal function. The patient's blood glucose at the time of incident was 132 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was also some spotting in the top right side that ranged from the top of the device to the bottom of the device. There were no other cracks or issues with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.